Event description:
It was reported that patient underwent a coronary artery bypass grafting (CABG) on (B)(6) 2024, and suture was used on the vessels. During continuous suturing on the peripheral side, the suture was broken three times when in the middle of suturing of vascular anastomosis. The broken part was between the suture, it was not connection part of the suture and needle. Furthermore, when put out the substitute suture, it was also broken continuously. It occurred even though the doctor did not grabbed the suture with forceps. It was not a control release needle. The operation time was extended within thirty minutes. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. Was there any change in the patient¿s post operative care due to the prolonged procedure? No. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.